Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19181. It was reported that the patient was in ventricular tachycardia. The implantable cardioverter defibrillator shocked the patient appropriately but failed to convert the rhythm. The rhythm eventually converted on it's own. The device was explanted and the lead was capped. The patient was in stable condition.